Event description:
"Customer alleges that the whole left side of the chair has stopped working. Customer alleges this causes the chair to turn in circles." No alleged injury.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxspree-cg, serial number/date code (B)(4) is approximately 1 year 4 months old. The owner's manual part number 1149267 rev e (jun-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that the whole left side of the tdxspree-cg power chair is not working. The chair allegedly goes in circles. No injury alleged.